Event description:
Reference number (B)(4). Event occurred in bahrain it was reported that patient faced infusion set detachment event on (B)(6) 2026. Patient reported that the infusion set tubing was detached from site. The infusion set was in use for one day. The patient replaced infusion sets and resumed insulin successfully. No further information is available.